Manufacturer narrative:
E1: initial reporter facility name: h10: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of two (2) minicap extended life pd transfer sets could not be closed. This occurred before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: one (1) actual device and two (2) photographs were received for evaluation. Visual inspection of the actual sample showed the white twist clamp will not fully engaged into the locking position. Leak and clear passage testing were performed and no issues were observed. Clamp function testing was performed and there were no leaks observed through the closed clamp; however, the blue notch will not align with the detent on the white clamp. Torque engagement was unable to be performed due to the clamp not fully engaging. The photographs were reviewed and showed the white twist clamp was not fully engaged into the locking position. The reported condition was verified. The cause of the condition was determined to be manufacturing related issue occurred during the milling process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.